Manufacturer narrative:
D10: concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 38 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, and synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: b5, d10, g3, h6 medical device problem code. Corrected information fields: h6 clinical code and type of investigation. D10: (B)(6) 200-02-32 three peg patella 32mm. (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6) 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 38 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and instability. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
H4: device manufacture date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1, d2, d4, g3, g4, h11. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.